Manufacturer narrative:
(B)(4)- search corrected from unk717 - promus element plus - cmc - maple grove (intervent cardio) - 30000 to (B)(4) - f/g,promus element plus, mr, ous 2.75x16mm - 39184-1627. Upn corrected from unk717 to (B)(4). Catalog/model #, device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 16x2.75mm target lesion was located in the right coronary artery (rca). A promus element plus stent was selected for use and advanced but failed to cross the lesion and the stent dislodged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 16x2.75mm target lesion was located in the right coronary artery (rca). A promus element plus stent was selected for use and advanced but failed to cross the lesion and the stent dislodged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.